Event description:
It has been reported to philips that the system could not generate x-rays. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use when the reported problem had occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that system could not generate x-rays. A review of the system logfile confirmed the reported malfunction and confirmed that the suite pc lost connection with the frontal certeray generator. The fse visited onsite and tried to replace the network cable, but the issue was not resolved. Upon further troubleshooting, the fse found that the 24 v to the generator was missing. To resolve the problem, the fse replaced the ips certeray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.